Event description:
The olympus asset, evis lucera ultrasound gastrovideoscope, was returned with no complaint. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during the device evaluation (foreign material). There was no patient involvement.

Manufacturer narrative:
The following additional defects were observed during the evaluation: a gap of adhesive was observed in the bending section. The insertion tube, boot protector, and light guide tube had scratches. The air/water cylinder paint was peeling. The light guide was collapsed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper cleaning of the device. Olympus will continue to monitor field performance for this device.